Manufacturer narrative:
Batch review performed on 20 december 2019: lot 1904372: (B)(4) items manufactured and released on 24-july-2019. Expiration date: 2024-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved in the event: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 lot. 189637 (k112115). Batch review performed on 19 december 2019: lot 189637: (B)(4) items manufactured and released on 19-feb-2019. Expiration date: 2024-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary revision surgery for infection. Head and liner revised successfully.